Event description:
Complaint alleged that pt was being transported to bed in a golvo lift. While pt was over the bed, staff heard a snapping sound and the pt was dropped into bed. Pt was not injured. A strap in the sling allegedly broke but the facility does not have the sling in their possession any longer. Ref MFR #(B)(4).